Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Nuckles, b., nadal, l., berger, a., salzler, g., elmore, j. R., & ryer, e. J. (2021). Outcomes of type ii endoleak treatment using ethylene vinyl alcohol copolymer (onyx tm ). Vascular and endovascular surgery, 55(1), 50¿57. Https://doi.org/10.1177/1538574420964644 medtronic review of the literature article found described review of 35 cases in which patients were treated for type ii endoleak (t2el) following endovascular repair of abdominal aortic aneurysms (evar). Onyx was used as treatment in 18 of these cases. The average volume of onyx used in the procedures was 13.4ml. There were no intra-operative issues in any of the cases. All patients included in the study had follow-up computed tomography (CT). The mean post-intervention foll-up with CT imaging was 29 months. Only 1 patient in the onyx treatment group, who underwent a combined onyx and coiling procedure, was readmitted after treatment. The readmission was noted to be due to migration of the embolization material to the inferior mesenteric artery (ima) causing colonic I schemia. This patient was treated with medication management only and the event was resolved.